Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedances occurred. The physician indicated that high impedance issues occurred when bipolar settings were used. Readings of over 4,000 ohms range were reported.